Manufacturer narrative:
The photo provided by the customer showed blood on the tip of the non-bd slip tip vacutainer and the top of the threads of the maxzero luer. The root cause of this failure was not identified.

Event description:
The customer reported that blood leaks in and around the threads of the maxzero after removing a "slip tip vacutainer" from the connector after a blood draw. The customer stated that it happens after every blood draw however no patient or event details have been provided. There was no harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that blood leaks in and around the threads of the maxzero after removing a "slip tip vacutainer" from the connector after a blood draw. The customer stated that it happens after every blood draw however no patient or event details have been provided. There was no harm.